Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 232.6040. The tech recommended replacing the display board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 24aug2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 232.6040. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Replace display board. Return the module to the factory. Biomed will send in unit for flat rate repair due to the cost of the display board. A review of the device history record showed the device had a manufacture date of 24aug2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 232.6040. The tech recommended replacing the display board. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The device is not required to be returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 232.6040. The tech recommended replacing the display board. There was no patient involvement.